Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient did not use the scs system as recommended and stopped charging the ipg. As a result, the ipg deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced and effective stimulation was restored. Device information unknown. Concomitant medical products and therapy dates are unknown. Patient information unknown. Initial reporter unknown.